Event description:
Revision surgery - due to the patient tearing their rotator cuff while working out. The surgeon removed the humeral neck, humeral head, and the glenoid then converted to a reverse.

Manufacturer narrative:
The reason for this revision surgery was the result of a patient tearing their rotator cuff while working out after 4.5 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 878c1307. The event is the result of patient trauma caused by an exercise that tore the patients rotator cuff. There is no reason to believe a failure of the components would have occurred without a patient trauma. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.